Event description:
It was reported that the insulin pump excessively alarmed no delivery. Customer's blood glucose reading was 300 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the prime test, excessive no delivery alarm test and displacement test. No unexpected excessive no delivery alarm was noted. The insulin pump had minor scratches on the display window, cracked case near the display window corners and a cracked reservoir tube lip.